Manufacturer narrative:
Device expiration unknown, but complainant stated that device was used prior to expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a procedure performed on an unknown date. According to the complainant, the stent was placed 48 hours ago, but failed to open. The procedure was completed by placing a wallstent inside the wallflex to open up the stricture. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.